Event description:
The home pt (hp) contacted a technical service rep (tsr) and reported there was a hole in the pt line extension noted during day fill using the homechoice system for automated peritoneal dialysis (apd) therapy. The incident was reviewed over the phone with the tsr, which revealed the hp found solution on the floor during day fill and noted a hole in the pt line extension. The tsr verbally assisted the hp to end therapy early and advised the hp to let the dialysis center nurse know about this incident. Follow with the hp revealed the hole was located near the transfer set/pt line extension connection. The hp related the hole was very small in size and difficult to visually detect. The hp discarded the extension line after the therapy was ended early and successfully performed a new apd therapy using all new supplies. According to the hp, there was no resulting injury ot medical intervention.

Manufacturer narrative:
(B) (4).